Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >500 mg/dl. It was also reported that the controller was broken due to the patient falling on top of the device. The patient did not provide information on symptoms, how they were treated for the issue and duration of the medical event.